Manufacturer narrative:
The investigation found the calibration and qc recovery were acceptable. The alarm trace was requested but not provided. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer checked the sample probes for defects and found none, checked probe alignments, cleaned and lubricated the reaction gear, and performed precision testing. The customer performed calibration and qc which was successful. The investigation is ongoing.

Event description:
The initial reporter received a questionable ca2 calcium gen.2 result for one patient sample with the cobas 8000 c702 module. The initial result was 4.9 mg/dl. This result was reported outside of the laboratory and questioned by the staff. The repeated result was 8.8 mg/dl. This result was deemed correct. The repeated result on another c702 was 8.7 mg/dl. The reagent lot number was 541101. The expiration date was requested but not provided.